Event description:
User reported that pt under general anesthesia had elevated levels of carbon dioxide in blood. Top pack in anesthesia machine absorber was completely violet, and bottom pack was without color development. Both packs were changed; the procedure was continued without incident; and the pt recovered. The batch number of the packs involved is not known, since both units were immediately discarded when the problem was noted and new units introduced. The new units were batch ae02-24. A sample of this batch was sent back for testing, and met specifications. The anesthesia machine, another co's, was not previously used by the facility. It is unknwon whether the packs were in the machine when the machine arrived at the facility.